Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site and noticed the maintenance was due on the instrument's heterogeneous module (hm). The cse performed the required maintenance. The customer was advised to perform the hm monthly maintenance. On a prior service visit the reagent 1 and 2 probes were replaced, the windows and sample probe drain were cleaned. Sample handling was discussed with the customer. The customer centrifuges the samples for three minutes at 8000 rpms which is not recommended by most tube manufacturer's and may affect sample processing. Pre-analytical sample handling factors may have potentially caused the discordant hcg result. The hm system maintenance was overdue and is also a contributing factor. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension exl instrument, resulting higher. The repeat result of 857 miu/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.